Event description:
It was reported that the 9800 systems left monitor has no image. This is a research system used in the animal lab. There was no report of pt involvement or injury.

Manufacturer narrative:
A ge service rep performed an evaluation over the telephone. The malfunction was verified. Identified the need to replace the monitor. The customer was given the monitor part number and they will place order and replace. No additional service activity expected.